Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was brought back into the or yesterday and the ins and lead were explanted. The doctor discovered an epidural hematoma, which he removed. The patient was then taken to the ICU following the surgery. It is unknown if the symptoms have resolved. The doctor stated he will need to rehab to work toward restoring function. No further information was reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 09-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing increased pain and paralysis in their legs. The patient went to the emergency room 2 days after being implanted. It was noted that the stimulation had not been activated yet. The rep also noted that the case had been very strait forward and that there was nothing to indicate an adverse reaction during implant. The cause was unknown and the system was to be explanted on (B)(6) 2018. No further complications were reported.